Event description:
It was reported that there was a coupling problem. The patient reported a warm sensation in or around the ins pocket during recharging. The patient had a hard time charging and had for 6 to 9 months, the patient sated the implantable neurostimulator (ins) had moved and she lost some weight. The device was deeply implanted. She only got two bars of coupling. While on the call the patient got four bars but they went away. The antenna locate (al) feature was suggested with the patient and the patient was not able to get more bars that way. The day of the report, she had been recharging for 12 hours and the ins had overheated twice so she had to stop recharging and start over. The patients arm was hurting since she couldn¿t use her belt currently while she was recharging. It was noted that if the patient sits a certain way she had discomfort. The patient noted that her scar tissue caused her burning. There was an incident where the scar tissue caused a knot so her physical therapist told her husband to massage it to get rid of it and it went away. Prior, the patient had a device from another manufacturer in the pocket. That pocket had been opened up four times, with the other manufacturer device, not with the patient¿s current device. It was noted that the patient was scheduled for an appointment on (B)(6). The patient then rescheduled for (B)(6) and then rescheduled again for (B)(6). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 355024, lot# n273534, implanted: (B)(6) 2012, product type: accessory, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient met with a manufacturing representative on (B)(6). The manufacturing representative advised the patient on charging, and he was easily able to get six to eight coupling bars, so he thought it was a non-issue. He believed the patient was struggling a little bit to get a good connection and this caused the battery to heat up.